Event description:
It was reported that a atw35 was used during a fallopian tube/ovaries procedure. It was reported by the affiliate that the instrument would not fire. A new instrument was used to complete the case. There was no consequnce to the pt.